Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device released misformed staples. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.